Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as red and itchy. Additionally, it was reported that the patient has a history of eczema, with sensitivity to pressure-sensitive adhesives. On (B)(6) 2016, the patient consulted with her doctor regarding the rash and was advised to call into dexcom and ask for a recommendation for adhesive barriers. The affected area was treated with prescription hydrocortisone cream. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.